Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connector to the pump, describing difficulty aligning and locking the ¿shark fin¿ from 9 o¿clock to 12 o¿clock, consistent with a mechanical jam or fit issue of the cartridge-to-pump connection. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included troubleshooting and user education, including inspection for debris or damage, reattempt with a different cartridge, reference to the user manual, and careful tool-assisted rotation guidance. Investigation of this case revealed that alignment or debris at the connection could prevent proper engagement, but no product defect was confirmed. It was concluded that the event was related to use or alignment issues without injury.